Manufacturer narrative:
The customer¿s report of a possible over infusion of the medication exhibited by the pca module was not replicated. However, the logs confirmed that during the time of the reported event, two doses were requested and delivered by the pca module. A review of the system¿s logs showed two pca dose requests occurred between 9:12am and 9:52am. Each dose delivered 5ml of hydromorphone (5 mg/25 ml), infusing a total volume amount of 10ml. Subsequently, a volume of 25ml which was programmed at the start of the infusion would result in a remaining volume of 15ml, which was identified by the nurse after the procedure. Testing and inspection of the returned pca module found no malfunctions and to operating within specification. The root cause for the reported over infusion of the pca was associated to unexpected pca dose requests executed by the user.

Event description:
The customer reported that more pca medication may have infused than was expected, and was discovered when the user responded to a pca door open alarm. The 25 ml syringe was installed at 0903 am, the door locked and the infusion started. The patient was sent to a procedure at 0945, and upon return the nurse entered the room to find the pca alarming ¿door open¿ with only 15 ml remaining in the syringe. According to the device log reviewed by users at the bedside, no patient activated bolus had been requested since 0630 am. The patient was questioned, and she stated she had not touched the pump, nor had anyone in the x-ray department. Although the patient was slightly drowsy, vital signs were stable with no signs of over-sedation noted. The patient¿s pain continued to be high at 8/10, and the pump was restarted. After the event, a new pca module was obtained to continue pain management at 1133. The previous pca module was sent to biomed for testing for a malfunction. Biomed contacted the user at 1330 after the new pca module had been infusing for 2 hours without incident, and suggested removal of the entire system for assessment and download of the logs. Biomed confirmed there was no patient harm or effects to the patient.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that more pca medication may have infused than was expected, and was discovered when the user responded to a pca door open alarm. The 25 ml syringe was installed at 0903 am, the door locked and the infusion started. The patient was sent to a procedure at 0945, and upon return the nurse entered the room to find the pca alarming ¿door open¿ with only 15 ml remaining in the syringe. According to the device log reviewed by users at the bedside, no patient activated bolus had been requested since 0630 am. The patient was questioned, and she stated she had not touched the pump, nor had anyone in the x-ray department. Although the patient was slightly drowsy, vital signs were stable with no signs of over-sedation noted. The patient¿s pain continued to be high at 8/10, and the pump was restarted. After the event, a new pca module was obtained to continue pain management at 1133. The previous pca module was sent to biomed for testing for a malfunction. Biomed contacted the user at 1330 after the new pca module had been infusing for 2 hours without incident, and suggested removal of the entire system for assessment and download of the logs. Biomed confirmed there was no patient harm or effects to the patient.